Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device was dropped and does not work a device was returned to a third-party service center. During the evaluation of the device, they found out that the device motor calibration was failed and the pca with components were burned. The device was cleaned and the reusable pollen filter, the humidifier tank, the inlet/outlet seal, the ui bezel, the blower outlet seal and the blower box of the device were replaced. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.